Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was opened and when test fired it was ejecting clips from the device. The jaw appears to be damaged causing the clip to eject. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 1st during testing. What vessel or structure was the device fired on at the time of the event? Na. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? Na. Was the device fired after this incident in or out of the patient? Yes, outside. What were the indications for surgery? What was found? Gall bladder disease. Does the patient have any relevant history of surgical treatments? If so, what? Unk. Did somebody other than the primary surgeon fire the instrument? Yes, tech during testing.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with one jaw and cam ramp disengaged and empty. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. No functional test could be performed due to the condition of the returned device. The batch record was reviewed and no anomalies were noted during the manufacturing process.